Manufacturer narrative:
Conclusion: the customer¿s report, that the large volume pump bezel upper pressure sensor clip is broken was confirmed. It was also observed, there was a crack along the lower hinge shroud. Inspection: the lvp bezel assembly (qty 1 p/n 49000269) was returned. The part inspected was manufactured by bd. The lvp bezel assembly showed, signs of previously being used. The bezel assembly was observed, with a broken off upper pressure sensor tab and a crack along the lower hinge shroud. Root cause analysis: the root cause of the reported damage was determined to most likely be, due to age and wear of the bezel part during customer use. Device history review: a review of the device history record showed, the device had a manufacture date of 11jul2007. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n #: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for s/n#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3 other text: only bezel assembly was received for investigation.

Event description:
It was reported, that the large volume pump bezel is being replaced. And the upper pressure sensor clip is broken. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump one piece bezel is being replaced and the upper pressure sensor clip is broken. There was no reported patient involvement.